Event description:
Pt was revised to address fracture of the stem.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update - (B)(4) 2013 - litigation papers received in addition to the fractured stem, pain is alleged. There is no new additional information that would change the investigation the investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.